Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mpu¿s patient cable connectors being damaged was confirmed, as the returned mpu (serial number (B)(4)) was observed to have damaged lemo connectors on its patient cable upon arrival. The mpu was functionally tested and was found to perform as intended, although the observed patient cable damage increased resistance when connecting to a system controller. The patient cable was replaced with a new component. Preventive maintenance was performed, and the serviced and repaired mpu was returned to the rental pool after passing all tests per procedure. The root cause of the damage to the patient cable¿s connectors was unable to be determined through this analysis. The heartmate 3 patient handbook instructs users to regularly inspect their equipment, including their mpu, and to return any equipment that appears damaged or worn. Users are encouraged to not use any equipment that appears damaged or worn. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Review of the device history record for the mobile power unit, serial number (B)(4), showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced difficulties attaching the connectors of the controller towards the connection block of their mobile power unit (mpu). The connection block of the mpu cable seems a bit damaged.